Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the first product noted that the first reload was partially fired with staple pushers visible at the 1.5cm cut line. Visual inspection of the second product noted that the second reload was fully fired. Microscopic evaluation noted that the second reload had damage to the cutting edge of the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the third firing for colectomy end to end anastomosis, they connected the reload to an ultra handle. The surgeon started firing the device, however after firing two-thirds of the line, the handle became stiff and could not fire the device any more. Some staples were not b-formed and the surgeon sutured the incomplete line. The procedure was completed with another device. There was tissue damage. The status of the patient is no problem.